Event description:
A customer contacted beckman coulter inc., (bci) regarding lower than expected results for cortisol generated by access 2 immunoassay system on two patients' samples. The original specimens were re-tested using a different reagent lot and recovered higher results that more closely correlated with the patients' clinical pictures. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No qc or system check data is available. Service was not dispatched for this event.